Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device: 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient presented to ed with ICD shocks and upon interrogation of the system monitor the account noted low speed and pump off alarms. Technical services reviewed multiple log files and the findings suggested a short to shield. An external driveline repair was performed approximately 4 inches from the exit site. It was later reported by the account that the patient underwent a pump exchange. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the device confirmed internal driveline wire damage that could have contributed to the reported low speed and pump stop events captured in the submitted log files. The submitted log files contained data from (B)(6) 2019 to (B)(6) 2019. The file captured low speed and pump stop events starting on (B)(6) 2019. Following a controller exchange on (B)(6) 2019, the file captured a low speed event when the pump speed went below the pump¿s low speed limit. The events occurred while the patient was supported by both the mpu and power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2019 under work order (B)(4) and the replaced portion of the driveline was returned in a segment measuring approximately 20¿ along with an unattached red and black wires measuring approximately 0.25¿. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. There was no damage to the silicone jacket or bionate layers of the driveline. Breakdown of the metal braided shielding was observed at the terminus of the bend relief, 5¿, 5.75¿, and 13¿ from the metal connector. The bionate layer and metal braided shielding were removed and an examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors. Microscopic inspection and hi-pot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation that would have contributed to an electrical short. The patient ultimately received an hmii to hmii pump exchange on (B)(6) 2019. The pump was returned assembled with the driveline (dl) cut approximately 6¿ from the pump housing and the distal portion of the dl was returned measuring approximately 35¿. Evidence of the driveline repair was observed (work order (B)(4)). The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Outflow elbow was returned attached to the pump¿s outlet port. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The driveline was cut approximately 6¿ from the pump housing and the distal portion of the dl was returned measuring approximately 35¿. Evidence of the driveline repair was observed (work order (B)(4)). Continuity testing was performed on the returned portions of the driveline and all wires were found to be electrically intact. The silicone jacket and bionate layers appeared unremarkable. Shield breakdown was observed at approximately 31-31.5¿ and 32.5¿ from the metal connector. A breach to the yellow wire was observed at approximately 30¿ from the metal connector. An additional breach was observed on the orange wire at approximately 31¿ from the metal connector. These breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have contributed to the low speed/pump stoppage events captured in the submitted log files. In addition, the system also had the potential to produce a phase-to-phase electrical short, during which an interruption in pump function could result if the exposed conductors of the compromised wires made simultaneous contact with the braided shield while the system was operating on battery power. The hmii left ventricular assist system (hm ii) instruction for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. This IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling.